Event description:
IV pump was found to be infusing at a different rate after the generator test was done. Pump had been programmed to 10cc/hr prior to the generator check, but was found to be infusing at 0.1 cc/hr afterwards. Also, asterisks appeared on the display. Pump impounded until issue resolved. No problems found during device routine/full preventive maintenance.